Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of rash ("rash") in a female patient who had essure inserted. Concomitant products included hydrocortisone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) had surgery to remove essure). Essure was removed. At the time of the report, the rash had resolved. The reporter considered rash to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: rash". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("rash") in a female patient who had essure inserted. Concomitant products included hydrocortisone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) had surgery to remove essure). Essure was removed. At the time of the report, the rash had resolved. The reporter considered rash to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: rash". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocortisone. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required) and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (on 20th april had surgery to remove essure). Essure was removed. At the time of the report, the rash had resolved and the dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- pompholyx eczema, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.